Event description:
It was reported during a revision left total knee arthroplasty, the surgeon was using a dental pick and the tip of the instrument broke in the surgical site. A flat plate x-ray was taken and read as clear by the surgeon.